Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) underwent a trial procedure. During the procedure, the patient experienced cerebrospinal fluid leakage when the doctor attempted to access the patient's epidural space. As a result, the procedure was abandoned. No blood patch was performed. Post-op, the patient experienced a headache that resolved over time with rest, caffeine, and pain medication.